Event description:
It was reported by pt's attorney that pt underwent a left hip arthroplasty in (B) (6) 2007. Post-op, she experienced severe pain and discomfort. Status of revision is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.